Manufacturer narrative:
(B)(4). The 2.8x16 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
Additional information received via user facility medwatch report as follows: after deploying the 2.8x16 mm graftmaster stent in the ostium of the diagonal branch, the stent did not adhere to the wall of the artery which allowed the stent to migrate in the lad causing an occlusion. Another stent was deployed and the diagonal was occluded.

Event description:
It was reported that the 2.8x19 mm graftmaster stent was used to seal a perforated ostium/diagonal artery, that occurred during use of another device in the proximal to mid left anterior descending (lad) artery. The patient presented to the emergency room suffering from a myocardial infarction and underwent percutaneous coronary intervention of the diagonal. The patient was transferred to the intensive care unit. Post-procedure the patient experienced angina and was transferred back to the cath lab where it was observed that a perforation had occurred during the procedure. The 2.8x19 mm graftmaster stent was deployed at the ostium. Further observation noted that the graftmaster did not seal the perforation and required the placement of an additional 2.8x16 mm graftmaster stent to purposefully jail the diagonal due to the location of the perforation at the ostium, and to seal the remaining perforation, which was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for this lot. Based on the information reviewed, there is no indication of a product deficiency.